Event description:
The customer reported via phone call that the insulin pump was cracked between the battery compartment and the reservoir. The customer did not recall how the damage occurred. Blood glucose level at the time of the incident was 300 mg/dl, which the customer treated with a manual injection. The customer was unable to complete troubleshooting as he did not see well. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unable to perform occlusion test, excessive no delivery test, and prime/delivery test due to motor error alarm. Unit received with minor scratched display window. Unit received with broken battery tube threads. Unit received with cracked reservoir tube lip.